Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 04/15/2019. Device returned to manufacturer: yes. Device evaluation: the returned lens was received for evaluation. The product was received dry in a little jar. Visual inspection with the unaided eye showed the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens, additional analysis was not possible. The complaint event cannot be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's right eye, due to complaint of severe glare. The lens was replaced with a non johnson & johnson lens. No incision enlargement, no vitrectomy was required and no other surgical or medical intervention was performed or planned. Reportedly, post-lens exchange the patient still complaints of glare. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.